Event description:
It was reported that during a coronary artery bypass graft procedure, some of the clips were not properly formed. They were a small x shape. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/12/2007. Information anticipated, but unavailable at this time.